Event description:
The customer reported that when the ventilator alarmed, the facility remote alarm system did not activate. The customer reported the ventilator was in use on a patient and there was no patient harm. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. During ventilator use, failure of the nurse call alarm may result in no signal to the remote alarm station when the ventilator alarm is activated. The manufacturers field service engineer confirmed the reported problem. During evaluation, the service engineer noted the remote alarm connector on the main pcb board was loose. The service engineer replaced the main pcb board to address the reported problem. Applicable final testing was completed and tests passed per operating specifications.